Event description:
The customer reported the system displayed an overload error, which could cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated cables, circuit boards and connectors. The system operates as intended.